Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. After troubleshooting, the samples were retested and na results recovered in the normal reference ranges. The erroneous na result was reported out of the lab only for one sample and amended report was issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the ise system was calibrated and qc results were within the lab's established ranges. Customer called hotline: while troubleshooting by phone, bubbles were noted in the reference chamber of the ratio pump. Customer checked lines and tightened all fittings. The ratio pump was primed and the bubbles were cleared. The ise system was calibrated and qc results were within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.